Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call of hospitalized high readings and priming anomaly from the insulin pump. The customer's blood glucose was over 400 mg/dl. The customer treated with manual injections. The customer stated that she ran out of insulin and was not able to connect to it. The customer stated that the keypad was locked. The customer was assisted through the rewind process, however the call was disconnected. The customer was advised to call back.